Event description:
It was reported that a signal artifact monitor (sam) episode occurred on the implantable cardioverter defibrillator (ICD), turning respiratory rate trend (rrt) off. Technical services (ts) was contacted, and ts revealed the sam episode occurred due to artefacts being detected. They plan to check to see if rrt can be turned back on. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) episode occurred on the implantable cardioverter defibrillator (ICD), turning respiratory rate trend (rrt) off. Technical services (ts) was contacted, and ts revealed the sam episode occurred due to artefacts being detected. They plan to check to see if rrt can be turned back on. The ICD remains in service. No adverse patient effects were reported.